Event description:
A customer contacted beckman coulter (bec) reporting a cartridge chemistry (cc) reagent probe b leak in the unicel dxc 600i synchron access clinical instrument. The customer observed the probe not aspirating fluid when performing a probe wash. Approximately 10 cubic centimeters (ccs) of fluid leaked into the reagent drip tray. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the cc reagent probe b was leaking due to a defective wash collar solenoid vacuum valve. The fse replaced the solenoid wash collar vacuum valve which resolved the issue. The fse indicated that the valve was intermittently failing. The fse verified system performance. Bec identifier for this report is (B)(4).